Event description:
It was initially reported to boston scientific corp on (B)(6), 2009 that an extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography procedure (pt age unk; however, it was reported to be over 18 yrs). According to the complainant, during preparation, the balloon would not inflate as a result of a pinhole leak in the balloon that was found when testing. No damage were noticed to either the packaging or the catheter. The procedure was completed with another extractor rx retrieval balloon. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; the balloon is torn circumferentially.

Manufacturer narrative:
Visual examination found the device to be kinked on the catheter shaft in 2 locations, 96cm from the distal tip and under the balloon latex. The balloon latex was also torn circumferentially in the location of the kink. It is probable that the device was damaged (kinked and balloon latex torn) during removal from the pouch or during set up. The cause of kinked and balloon latex torn is handling damage. The device history record for this lot was reviewed; no anomalies were noted. A search for similar complaints was completed and found no other complaints were associated with this lot. (B)(4).